Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during patient use. The device was filled with a solution containing fluorouracil. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the reservoir ruptured in a footed position. Additionally, the reservoir was microscopically examined and abnormalities were observed near the rupture line. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue is being investigated through CAPA